Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported adverse impact to the customer. Customer support guided customer through complete pump reset, error did not reappear after reset. Caller successfully started their sensor session.